Event description:
On (B)(6) 2018, a revision surgery was performed to extend existing l4-l5 pedicle screw fixation to l3-s1. The surgery also involved vertebroplasty of l5 together with l5-s1 tlif using another manufacturer's cage. During surgery, the patient's blood pressure began to drop and the patient expired. The report indicated the patient's left iliac artery was most likely perforated when pushing the rod onto the screw. The surgeon stated this incident was due to a technical error and not the pedicle screw. Two pedicle screws were in use but it is unknown which screw was involved so two identical medwatch reports are being filed, one for each part number. This is report 1 of 2.

Manufacturer narrative:
This follow up report #1 corrects 2 errors in the initial report. Manufacture date corrected from 30-nov-2017 in the initial report to 18-sep-2017 in this follow up. (B)(4).